Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During rf procedure the catheter was applied correctly through the introducer needle. The electrothermal 20s showed high impedance. At the time the catheter was removed and the tip end was broken and remained inside disc l5-s1. They repeated the procedure with another unit of the same lot and everything was ok. The surgeon is very experienced and performed the procedure according to the surgical technique. It was reported that the doctors are doing some medical screenings to see how the piece is placed inside the body and how they can remove it. No other information is available at this time.